Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was identified after the instrument was generating an error condition for "partial aspiration" errors. The leak was a contained leak of 0.1 ml of red fluid from the instrument. The operator was wearing gloves and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and did not find an active leak. The fse confirmed the error condition for "partial aspiration" errors. Upon inspection, the fse found some play in the blood sampling valve (bsv) center pad. The bsv shaft was replaced, resolving the error condition for "partial aspiration" errors. Identification of failure modes: the failure mode of the leak could not be determined as an active leak was not confirmed by the fse. The bsv shaft needed replacement to resolve the error condition for "partial aspiration" errors. This error condition alerted the operator to an instrument problem. No erroneous results were generated in connection with the reported event. A bsv center pad failure or malfunction is likely to impact cbc (complete blood count) / differential parameters. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).